Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements, noise, oversensing and pacing inhibition. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.